Manufacturer narrative:
Batch review performed on 01 april 2019: lot 160307: (B)(4) items manufactured and released on 24-mar-2016. Expiration date: 2021-03-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional components involved: gmk-revision 02.07.0681l revision fixed tibial tray cemented size 1 l (k123721), lot 155877: (B)(4) items manufactured and released on 15-jan-2016. Expiration date: 2020-12-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-revision 02.07.0110scf fixed tibial insert sc size 1/10mm (k103170), lot 155555: (B)(4) items manufactured and released on 21-sep-2015. Expiration date: 2020-08-04. No anomalies found related to the problem. To date, no other item of the same lot have been already sold.

Event description:
The patient came in, 2 years and 4 months after primary surgery, due to signs of infection. The surgeon explanted all implants, performed a washout and implanted an antibiotic spacer. The surgery was completed successfully.